Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between 4 april, 2025 and 7 april, 2025. H11: the actual device was received for evaluation with fluid in the bladder. A visual inspection noted two surface scratches located on outer surface of the tubing, however; no evidence of leakage was observed. The surface scratch was cosmetic and did not affect function of the product. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had an unspecified damage on the middle of the tubing. The device contained 5 fluorouracil. This was observed prior to patient use. There was no patient involvement. No additional information is available.